Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent implant of bard/davol ptfe mesh and a bard uretex sling during an abdominal sacrocolpopexy, combined anterio and posterior repair, synthetic pubovaginal sling and cystoscopic suprapubic catheter placement. On (B)(6) 2011 - the patient underwent explant of the davol ptfe mesh and implant of a non-bard/davol mesh. Adhesions to the mesh was noted at the time of removal.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate the patient was treated for adhesions. Adhesions is a known possible adverse reaction listed in the instructions for use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.